Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first and second clips loaded crooked then jammed. The third clip would not advance into the jaws. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. This finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.